Event description:
It was reported by the plaintiff's attorney that the "plaintiff has a condition that required surgical intervention for repair." The plaintiff was implanted with the ams infast sling system on (B)(6) 2003. It was alleged by the plaintiff's that, "within months after the initial implant procedure, plaintiff experienced complications," and "required add'l medical care and treatment and/or surgical intervention." It was also alleged that, "as a result of the subject synthetic mesh system, plaintiff suffered debilitating injuries from the synthetic mesh including mesh erosion, hardening, chronic pain and worsening urinating leading to the need for dangerous and serious surgery," and "has suffered and will continue to suffer mental anguish, diminished capacity for the enjoyment of life, a diminished quality of life, chronic debilitating pain, and other such damages."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.